Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency department with no pacing output exhibited by the pulse generator. The device was unable to be interrogated, despite a recent check that showed 17 months until battery depletion. No interventions were made. The patient was on comfort care due to an unrelated patient condition.